Event description:
The customer reported that an unknown amount of cleaner leaked from the coulter hmx hematology analyzer w/ autoloader/ cap pierce and onto the counter while performing startup. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that customer had corrected the issue by the time he arrived to site. The leak was caused by tubing that came off (detached) the front blood detector (bd1) and customer reattached it to fitting to resolve the issue. Fse checked to make sure the tubing was on securely attached to fitting. Fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).